Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a beep/vibrate anomaly. Troubleshooting for beep/vibrate anomaly troubleshooting. The customer's blood glucose was 7.6 mmol/l at the time of the incident. The insulin pump passed self-test as it vibrated during the test. The customer wanted to have the insulin pump replaced. It was also reported that the buttons were not responding intermittently and troubleshooting for button error/keypad anomaly was performed. There was no significant event leading to the keypad issues. It was also stated that when the customer was asked if the clock on the insulin pump advanced, they stated, none. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Unit time/clock moved. Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Unit passed displacement test and self test. Unit audio/beep/vibrate function properly and no anomaly noted. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, damage/peeling address/serial number label and missing end cap sticker.